Event description:
A distributor in another country, reported to us that when they received an rt127 infant breathing circuit, the adaptor was missing. This fault was found during an inwards goods inspection, prior to use. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR for inspection. The component was most likely omitted during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number. We have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last 11 months of 0.0025%.